Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28806. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) and right ventricular (rv) leads were found to have lost capture. Dislodgement of both leads was suspected and both leads had pacing functions turned off. X-ray imaging performed on (B)(6) 2021 confirmed both leads were dislodged due to twiddler's syndrome. The ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.